Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (708 mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous insulin. Review of pump history with tandem technical support showed an empty cartridge alarm. Customer reported that the cartridge was refilled within 3 hours after receiving the alarm. Reportedly, customer's blood glucose remains in target range while on insulin drip, but elevates above 300mg/dl while on pump. During follow up, customer reported that health care provider increased the pump overnight basal rate to address the issue. Customer was discharged from the hospital on (B)(6) 2017.